Manufacturer narrative:
Catheter model: 8709sc, lot# n144347003, implanted: (B)(6) 2008, explanted: unk. (B)(4).

Event description:
It was reported that the pump moved from pump pocket, "fell out of the pocket" four times. It was further added that the last time the pump moved from the pocket, it pulled the catheter out. A revision was performed wherein extra suturing was done to ensure the pump would not move again. The pump had not moved since. Additional information has been requested; a follow-up report will be sent when additional information becomes available.

Event description:
Additional information noted that the patient¿s pump ¿stuck out so much ,¿ and she always had bruises on the pump. During the catheter dislodgement, the catheter wrapped around the pump itself in the cavity. They had to sew the patient back up, order everything, and then open the patient back up the next morning. It was noted it took the patient months to recover from the surgery. The patient ¿filled up with blood.¿

Manufacturer narrative:
(B)(4).